Manufacturer narrative:
Sr-(B)(4).

Event description:
Data was provided for evaluation. The reported event of the dexcom app was unable to be opened was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that the dexcom app can not be opened. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.